Event description:
It was reported that the trigger of the handpiece stuck causing the device to run on its own during testing at the user facility. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the trigger of the handpiece stuck causing the device to run on its own during testing at the user facility. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint for trigger sticking was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger shaft assembly required replacement. The handpiece passed all final inspection activities prior to return to the account.